Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown. Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the settings changing was that the patient's pain was no longer manageable and the settings were turned up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient met with a person (patient services understood manufacturer representative (rep)) and they changed the patient's pain level from group a to b. When the patient got home from appointment, their group was back to a program 1 at 4.1 and the controller was not in english and the date was wrong. The patient wanted their group to be back to b. The patient reset controller but that did not resolve the issue. During call the patient said their controller was at 100% and implant at 100%. Patient services (pss) walked patient through changing the language, date, and time to the correct settings. Pss also assisted caller on changing their group to b program 1; patient's intensity was set to 3.7 and patient was told their intensity could go up to 4 if they wanted to. The troubleshooting steps that were taken on the call resolved the issue.